Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valve (thv) valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause was unable to be determined at this time, the event may be due to one or more of the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra valve due to stenosis and regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from medical records and from the investigation. The following sections of this report have been corrected/updated: h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was provided indicating the patient had been admitted to the hospital for heart failure and respiratory failure and was placed on a ventilator. There was observation of severe stenosis with a peak velocity of 4.1 m/s, a mean gradient of 45 mmhg and a peak gradient of 67 mmhg. There was also observation of moderate to severe aortic insufficiency (ai) that was transvalvular and eccentric in nature. Subsequently, additional information was received via medical records confirming the patient had been admitted to the hospital and was in congestive heart failure (chf), cardiogenic shock and respiratory failure. Approximately 5 years 24 days post transcatheter aortic valve replacement (tavr) procedure with the 26 mm sapien 3 valve, a transesophageal echocardiogram (tee) was performed revealing a 26 mm sapien 3 valve with a mean gradient of 15 mmhg, an aortic valve area (ava) of 0.98 cm2 and no aortic regurgitation (ar). However, approximately 4 days later, another tee was performed and the tee revealed there was thickened, restricted and calcified leaflets with severe stenosis and moderate/severe aortic insufficiency (ai). As a result, a decision was made to perform an emergent tavr in tavr procedure. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (such as diabetes mellitus and hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.